Manufacturer narrative:
The complaint sample was evaluated and the area around the defect appeared to be burnt and melted. The failure mode is consistent with contact with heat, such as medical cauterizing equipment.

Event description:
Side of bag tore while removing gall bladder.